Event description:
It was reported the pump module was found to have a broken sear. There was no patient involvement.

Manufacturer narrative:
Omit : a0404 - crack (1135). Additional information : imdrf annex a, g codes, remedial action required and remedial action #.

Event description:
It was reported the pump module was found to have a broken sear. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.